Event description:
It was reported that the customer was involved in an accident while wearing the insulin pump. It was stated that the insulin pump malfunctioned, and did not deliver the proper insulin levels to the customer's blood stream. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.